Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment threads were cracked. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.